Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who had a system error 2367 (resume error, critical error found) alarm on the homechoice during prime while the patient was not connected. The patient was advised to start over with new supplies. The technical service representative was not able to determine if there was anything unusual noted that would cause or contribute to the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.